Event description:
It was reported the patient lost stimulation due to his ipg being inoperable. On (B)(6) 2015, the patient's ipg was explanted and replaced (with a competitor's device).

Manufacturer narrative:
(B)(4). This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.